Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered a broken fitting at the acid reservoir connector, which caused the acid to leak and prevented the acid reservoir and tubing from containing an adequate amount of acid. The fse replaced the acid reservoir connector and then verified that the instrument was working according to specifications. The cause of the discordant, false negative hcg result was the broken fitting at the acid reservoir connector. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who performed an ultrasound on the patient. The results from the ultrasound did not match the negative hcg result, and the physician(s) then questioned the result. The sample was rerun on an alternate instrument, and resulted positive within the ectopic pregnancy range. The corrected result was reported to the physician(s). Who then performed surgery on the patient for the ectopic pregnancy. There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.